Manufacturer narrative:
If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 10/03/2013 with the following findings: the pump powered ¿on¿ and displayed ¿verify¿ screen; no blank screen was duplicated. The display was dim and faded. Faded screen removed and replace with a new test display and found to be fully functional. A leak test revealed a display lens leak. The pump cover was removed and moisture corrosion was observed on lens and the display screen flex. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (blank screen w/moisture) issue. It was reported that the screen was blank. The patient was swimming for 5 minutes. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.